Event description:
It was reported that an alert/notification settings occurred. On (B)(6) 2024, the patient experienced a hypoglycemic event, alleging he missed a low alert because the sound was too low. The receiver was reportedly set to soft. The patient was reportedly brought to the hospital by paramedics. The patient's condition was not described. The patient was reportedly given glucose by the paramedics and stayed at the hospital approximately 2 hours, being released the same day. At the time of the report, the patient was staying well with his set limits. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.